Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's lead had migrated. Surgical intervention was undertaken on (B)(6) 2021 during which the existing lead was explanted and replaced. No further information is known at this time.